Event description:
It was reported during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, this webster 4 pole w/auto ID catheter caused global noise on the carto 3 system as well as the recording system. Changing the catheter cable did not resolve the issue. Changing this catheter resolved the issue. The procedure was continued with no patient injury reported. Upon request, the bwi field representative provided additional information on the event. The physician was not able to interpret the signals because of the presence of the noise. The noise was on all the channels, including the 12 leads of body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and the ep recording system at the same time. The issue occurred when they were connecting the catheter. The severity of the noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed. The DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).